Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that part of the vision was out of the screen. Therefore, part of the live image could not be viewed resulting in partial image loss.